Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient was noted to have a heavily calcified annulus. The diameter of the annulus was measured at 21.5mm, the perimeter was 68mm, and the area was 358mm^2. The starting implant depth at an 80% deployment was 6-7mm. The nose cone was centralized, there was no pushing or pulling, and no tension was noted in the delivery system. It was noted that there was a slight forward pressure during final release of the device. Post-release the final implant depth was 2mm. Two minutes later the device migrated upwards and was measured at 0mm of the non-coronary cusp (ncc). Two minutes later the device embolized into the annulus. The decision was made to convert the patient to a surgical valve on the same day. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization and central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient was noted to have a heavily calcified annulus. The starting implant depth at an 80% deployment was 6-7mm. The nose cone was centralized, there was no pushing or pulling, and no tension was noted in the delivery system. It was noted that there was a slight forward pressure during final release of the device. The final implant depth was 2mm. Two minutes later, the device migrated upwards and was measured at 0mm from the non-coronary cusp (ncc). Then, two minutes later the device embolized into the annulus. The embolized valve posed a risk for coronary obstruction and bioprosthetic valve failure. The decision was made to explant the device. Based on all available information, a cause for the reported device embolization appears to be related to procedural conditions (implant depth, pressure on the device before release, and heavy calcified annulus). The reported central regurgitation was related to reported device embolization as the device was embolized upward into the annulus. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient was noted to have a heavily calcified annulus. The diameter of the annulus was measured at 21.5mm, the perimeter was 68mm, and the area was 358mm^2. The starting implant depth at an 80% deployment was 6-7mm. The nose cone was centralized, there was no pushing or pulling, and no tension was noted in the delivery system. It was noted that there was a slight forward pressure during final release of the device. Post-release the final implant depth was 2mm. Two minutes later the device migrated upwards and was measured at 0mm from the non-coronary cusp (ncc). Two minutes later the device embolized into the annulus. The embolized valve posed a risk for coronary obstruction and bioprosthetic valve failure. The decision was made to explant the device and convert the patient to a 21mm non-abbott surgical valve on the same day. The patient status was stable.